Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The surgeon attributed the event to use error and there was no alleged device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The following risks are identified in the device labeling: as with any endocapsular lens fragmentation technique, there are risks associated with endothelial cell loss, capsular rupture, risk of infection, adverse reaction to materials, mechanical failure or breakage of the device, and tissue/vascular trauma or perforation. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) patient underwent cataract surgery in the right eye on (B)(6) 2021 where the micor lens fragmentation system (extractor and drive) was used to fragment and remove the cataractous lens. The surgeon reported an intraoperative posterior capsular bag tear. The tear was observed while using the micor device when the surgeon attempted to aspirate the epinucleus or cortex (using the cutting tip rather than the bag polishing tip). The capsular bag was inadvertently captured, which resulted in a posterior capsular bag tear. Additional information was requested and the surgeon attributed the tear to use error, stating "no issue with device." The compromised capsular bag required a change to the surgical plan; specifically, a different iol was used with placement in the ciliary sulcus (not sutured) instead of planned iol implantation in the capsular bag. Postoperatively, the patient is doing well and there was no adverse impact on vision, no vitreous loss, and no vitrectomy.